Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument and determined the valve, manifold kit, and valve, bypass, 2 way the likely causes of the issue as both were found to be leaking. The parts were replaced, and the issue was resolved as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect (B)(4) did not identify any trends associated with the complaint issue. A review of tracking and trending for the valve, manifold kit, and valve, bypass, 2 way did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(4) for serial (B)(4), or the valve, manifold kit, and valve, bypass, 2 way, was identified.

Event description:
The customer observed falsely depressed architect stat troponin-I results for a patient. The following data was provided (customer¿s reference range <0.028 ng/ml): initial result 0.000 ng/ml, repeat on another architect 0.031 ng/ml. No impact to patient management was reported.